Manufacturer narrative:
The cardiomems hospital electronic system was received for evaluation. No anomalies were found during visual inspection and the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Diagnostic testing confirmed the reported event.

Event description:
It was reported that the hospital electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.